Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infinion cx lead kit, 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient had an infection at the ipg site which was not device related and the cause was patient not taking antibiotics as directed. The patient was brought to the emergency room due to pain. The patient underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site which was not device related and the cause was patient not taking antibiotics as directed. The patient was brought to the emergency room due to pain. The patient underwent an explant procedure.